Event description:
It was reported that during a sternal fixation procedure, the surgeon was bending the ti sternal locking plate (460.008) and the pin broke. The broken pin is lodged in the plate. The surgeon used another plate. The surgeon was inserting the screw and the tip of the cruciform screwdriver (313.939) sheered off. The broken fragment was retrieved and discarded. The surgeon used another screwdriver and completed the procedure with no further problems. No adverse effect to the patient was reported. Complaint #1 of 2.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation, visual inspection reported stated that the locking t plate assembly was in the assembled condition with one end of the locking pin broken off into one of the 1.20/1.25 pin holes of the male plate (460.038.2). The rest of the pin is in tact. Several deep impressions are visible on both plates. There is damage on one of the corners of the female plate causing a sharp burr. Both the male and female plates are bent up at about a 45 deg. Angle from the flat state. The review of the device history record showed that there were no issues during the manufacturing of these parts that would contribute to this complaint. Since the DHR shows no complaint related anomalies and all the relevant features were found to be in specification, this complaint is considered invalid.

Event description:
This is report 1 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.